Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for two patient samples when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. The customer reported the two patients samples were tested with the liat® system and resulted in sars-cov-2 detected, influenza a not detected, influenza b not detected. The same two samples were retested on a different platform (cepheid genexpert) which generated negative results. The negative results were reported. No apparent harm or injury occurred in relation to the event. The customers collected the samples using nasopharyngeal vtm (viral transplant media)additional information was not provided to determine if this is an off-label collection kit. The method sheet indicates that ; this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ premeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate results. An investigation was conducted to evaluate the customer¿s allegation. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
Data was provided from the liat serial number(B)(4) for only patient sample #1 and shows no abnormalities and indicates a low titer sample. The most likely cause for the discrepancy observed is due to the differences in testing platform technologies and the sample having a low viral load where results are known to waiver. Also of note is the off-label collection kit in use. Cross-contamination during sample handling cannot be excluded. No product problem or systemic issue was identified. The instrument is performing correctly. (B)(4).